Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial#: (B)(6), product type: recharger. H3: analysis found that there was a recharge antenna failure. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that they were unable to charge their implanted neurostimulator; caller stated that the controller was displaying a message to replace the controller batteries. Agent had caller connect recharger and screen displayed batteries low, replace controller batteries soon. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powered on. Caller re-inserted the battery pack and confirmed controller showed recharging 100% and ins 40% with green flashing light above the screen. Caller reported no visible damage on recharger or controller port. Caller then connected recharger and controller again displayed batteries low, replace controller batteries soon. Caller reported the recharger would get warm and sometimes hot while charging their ins. An email was sent to repair for replacement recharger.